Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose has been low ranging from 48-72 mg/dl. On one occasion, the patient's sister woke her up to administer glucagon. Reportedly, the patient suffered from hypoglycemic unawareness. During the same time frame, the patient was having difficulties with all the buttons on the keypad (has to push hard for a response). As a result of the keypad issue, the patient reportedly was 'rebolusing' due to the pressing the keypad multiple times for a response prior to each alleged hypoglycemic episode. The keypad issue was not resolved with training. The animas product was requested back for investigation. This complaint is being reported because the patient required medical intervention suggestive for hypoglycemia after the keypad issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is peeling near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.